Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. While removing their supplies at the end of treatment, the patient stated that fluid came from the cassette compartment of the cycler and that the pumps were filled with fluid. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention following the leak. The patient used manual supplies to complete their treatment while waiting for their replacement cycler. Upon receiving the replacement, the patient was able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the incident was discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.